Manufacturer narrative:
Didn't receive any detailed information and any pictures as a proof. Raz is waiting for more information for an investigation. We did a good faith effort by sending email to enquire more details but unfortunately didn't receive any further information to investigate. (Filled section h6 but based on assumptions so these codes I selected could be incorrect as well. I was unable to complete this form without selecting this codes so in the final report these codes may be changed).

Event description:
Raz has been served with a lawsuit from the commonwealth of (B)(6). There is an allegation that on (B)(6)2024 end user was severly cut by exposed sharp metal edge of the shower chair manufactured by raz design inc. Which required immediate and emergent medical attention.